Event description:
It was reported that during insertion of the iab in a pt with a history of aortic valve replacement, the balloon prematurely unwrapped. The catheter kinked as a result of the insertion difficulty. Because of these problems, the iab was removed and replaced. There were no pt complications.